Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message); "loose connection from the laser indirect ophthalmoscope" (loose or intermittent connection). The customer reported a system message displayed during the laser treatment. The customer also noted a loose connection from the laser indirect ophthalmoscope (lio) to the laser module. The nurse had been holding the lio connection to the laser module. The laser system was switched out to complete the laser treatment. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message reported. The system message was found in the event log. The lio connector did have a bent pin and this was readjusted. The system was then tested and met all product specifications. (B)(4).